Event description:
Per the clinic, the patient has tumours and required mris. The device was explanted on (B)(6) 2023. The patient was re-implanted with aci612.

Manufacturer narrative:
This report is submitted on dec 1, 2023.